Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15936. It was reported the patient was not receiving effective stimulation due to lead fracture. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. Physician elected to fish out the lead because lead wires were fractured. While pulling the lead the plastic broke hence, incision was extended to fish out the remaining lead. This addressed the issue.